Event description:
It was reported that the customer experienced a blood glucose (bg) level of 15 mg/dl. Due to the bg level it caused the customer to "wreck vehicle." Customer went to the emergency room (ER) and was treated with "sugar water." Customer was released from the ER the same day on (B)(6)2026 with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Recommendation was made to discuss diabetes management with a health care professional.